Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the locking mechanism on the mayfield triad skull clamp (a1108) may have failed; the surgeon stated that he felt it slip while positioning the patient. The patient's head fell a bit, but there was no lacerations at the pin sites. No surgical delay has been reported.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 the mayfield triad skull clamp (a1108) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation showed that the unit passed all specific functional testing requirements, expect for the lock having rotational movement when the unit is not under pressure; however, this would not have caused a slippage. When the unit is properly positioned and put under pressure, the unit would not have slipped. Unrelated to the complaint issue, the unit was machined to have heli-coils added to the large starburst threads; unit was received without an adjustment wrench. General maintenance and cleaning performed.. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs could not duplicate slippage. Probable root cause is improper or suboptimal positioning of the skull clamp. . No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.